Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The alleged time issue is not likely to cause an adverse event, as the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient reported that he experienced blood glucose (bg) between 2.0 and 2.5 mmol/l with shakiness and sweating for a few mornings after the time was incorrectly set on the pump after a routine battery change. The patient was reportedly receiving the incorrect basal rate due to the time of day being off. The patient stated that he corrected for the low bgs with dextabs, and corrected the time prior to calling animas customer support (cs). The patient's bg reportedly resolved to 6.6 mmol/l. Cs determined that use error in incorrectly setting the time after a battery change caused the reported bg excursions. This complaint is being reported due to the patient's reported hypoglycemic event while using insulin pump therapy.